Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For non-malignant pain. It was reported, that the device never work on one side of the patient's back, since they had it. They had pain on one side of their back. They are looking into getting it replaced. Additional information was received, from the patient (pt). They reported, that they were evaluated immediately after surgery. And again later, in an attempt to move the stimulation from the left side of their spine to the right side, but it did not work. The cause of the issue was unknown. Pt was seen my medtronic technicians, but the issue was unable to be resolved. A device removal/replacement has been planned. Pt also noted, they were unable to put their device into MRI mode. Pt noted, they were suffering from neurological illnesses (possible parkinson, stiff person syndrome, tremors). Pt also reported, the medtronic tech said, they could not restart the implant for MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported the removal is scheduled 3 to 4 months out at earliest. On cancellation waiting list. Implant is hindering diagnosis for hcp. Cannot put implant into MRI mode. Device has been evaluated multiple times. Device does not function right side of the body. Has not been fully operable since day of implant. With advancing parkinson's disease, causes stress and confusion with motor coordination and pain management. Patient unable to access device as controller lost on a bus. Manufacturer seemingly unwilling to service the defective device allowing medical treatment until implant's condition is resolved. Has been seen by technicians at least 3 times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.